Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, the physician failed the cavity integrity assessment. The physician went back in with a scope and noted a "small divot near the right cornua. It did not appear to be a through and through perforation". The physician noted they possibly over dilated patient. The radio frequency controller was switched out for a second unit. The unit passed the cavity integrity assessment, ablation was completed successfully at 49 seconds. Physician examined patient for endometriosis as planned and noted blood had clotted around the uterus. Physician also saw a small puncture mark in the corresponding area of the patient's uterus. Bleeding had stopped. Physician looked around the bowel and could not identify any thermal injury. No additional details available at this time.